Event description:
It was reported that stent fracture occurred requiring additional intervention. The 70% stenosed target lesion was located in a mildly tortuous and mildly calcified left main coronary artery to left anterior descending artery. A 7f 3.5 non-boston scientific introducer sheath was inserted. After a non-bsc guidewire crossed the lesion, pre-dilatation was performed with a 2.50 x 12 mm non-bsc balloon catheter. A 3.00 x 38mm synergy shield drug-eluting stent was deployed at 12 atmospheres. Proximal optimization of the stent was performed using a 3.50 x 12mm non-bsc balloon catheter at 16 atmospheres. However, during the procedure, the proximal stent fracture was observed and confirmed various angles. The device was not removed and the procedure was completed with another 3.50 x 16 mm synergy shield stent. No patient complications reported, and the patient has fully recovered.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent fracture occurred requiring additional intervention. The 70% stenosed target lesion was located in a mildly tortuous and mildly calcified left main coronary artery to left anterior descending artery. A 7f 3.5 non-boston scientific introducer sheath was inserted. After a non-bsc guidewire crossed the lesion, pre-dilatation was performed with a 2.50 x 12 mm non-bsc balloon catheter. A 3.00 x 38mm synergy shield drug-eluting stent was deployed at 12 atmospheres. Proximal optimization of the stent was performed using a 3.50 x 12mm non-bsc balloon catheter at 16 atmospheres. However, during the procedure, the proximal stent fracture was observed and confirmed various angles. The device was not removed and the procedure was completed with another 3.50 x 16 mm synergy shield stent. No patient complications reported, and the patient has fully recovered.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation results: media review: a still angiographic image was received. A review of the image provided confirms that no break is present in the stent. The image captures a gap in the stent scaffolding which could be confused with a break. The displaced struts appear to be connected in a central point suggesting a strut connector present in that region. It is noted that the stent appears to be deployed on a curvature. It is not clear if this may have contributed to the gap in the stent struts. Device analysis findings: the device was implanted and will not be returned for analysis; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of cause not established. This conclusion code is based on the available information, provided media and the record review. Based on the limited available information it cannot be assessed at this time what may have contributed to the reported issue and the cause cannot be established. The requirement of additional devices was due to procedural conditions.